Event description:
A purchasing agent reported an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. The iol was exchanged for the same model, different power lens. In the opinion of the surgeon, the device did not cause or contribute to the event. In a f/u, the surgeon reported the event resolved.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met all release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/21/2010 by phone, fax, and mail. A completed questionaire was received on 11/05/2010. (B)(4).